Event description:
A medwatch was received that indicated physician removed a cecal polyp during a colonoscopy procedure using a bard small polypectomy snare. Bovie pad applied to left thigh. Esu setting ordered by physician were: blend 1, coagulation - 25, and cut - 20. Snare was connected to monopolar 1 cable. After removing the polyp, bleeding was cauterized by using the tip of the snare at the same settings. At this time, the pt's leg jerked. Bovie pad was moved to the right leg and bleeding area again cauterized using snare tip at same settings - right leg did not jerk. Bovie pad sites were both clear when sites inspected. Pt discharged from outpatient surgery and tolerating fluids well by mouth. Pt's abdomen was soft on discharge home. Pt returned to hosp ER later that evening with a bowel perforation at cecum and bowel resection performed.